Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was reported that the patient's family stated the device had premature battery depletion. As at the patient's follow-up visit, the physician told the patient the device's battery would be depleted soon. The device remains in use and the patient was asked to follow-up again in three months. No patient complications have been reported as a result of this event.

Event description:
The device has been explanted and returned to the manufacturer.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).